Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy and continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient dropped the catheter against their skin and did not clean the catheter sufficiently. Peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. Beginning on an unreported date in the same month as the onset of peritonitis, the patient was treated with unspecified antibiotics (medication, route, dosage, frequency, and duration not reported) and intravenous vancomycin prescribed to be given for four weeks (dosage and frequency not reported) for the peritonitis event. On an unreported date during the hospitalization; dianeal therapies were stopped, the peritoneal dialysis catheter was removed due to the peritonitis, and the patient was temporarily switched to hemodialysis therapy. On an unreported date, dianeal therapies were re-introduced. After a total of three weeks of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. On an unreported date in (B)(6) 2015, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.